Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the casters were locking into brake but continued to swivel. He replaced three casters to repair the bed.